Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Event date sometime around (B)(6) 2016. UDI # (B)(4). Concomitant medical products: 00620205222 ¿ trabecular metal shell ¿ 62142523, 00631005032 ¿ xlpe liner ¿ 62621349, unknown competitors head ¿ unknown part and lot, pha0-0268 ¿ wright medical stem ¿ 1460123. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02221, 0001822565 - 2017 - 02222.

Event description:
It was reported that a patient experienced an infection approximately 3 months post a right hip revision surgery. The patient received 6 weeks of intravenous antibiotic treatment followed by anterior groin pain in the right hip. Attempts have been made and additional information on the reported event is unavailable at this time.